Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from consumers and a healthcare professional (hcp) regarding a patient who was receiving intrathecal lioresal (concentration 2000 mcg/ml at 260 mcg/day) and morphine (unknown concentration at a dose of "0.8 something") via an implantable infusion pump. The indications for pump use were intractable spasticity and multiple sclerosis. The patient stated that she was in the hospital because of her pump. She stated that she has experienced increased spasticity and pain since (B)(6) 2016. She went to see the neurologist that same day and the pump dose was increased by 20%. The neurologist told the patient to give it a couple of days and if it did not work then they would go from there. The patient stated that it didn't work and her spasticity and pain got more severe all over her body. On (B)(6) 2016, the patient went to the emergency room (ER), was admitted to the hospital, and was given intravenous (IV) dilaudid and oral baclofen which did not work very well. A catheter dye study was performed on (B)(6) 2016 with no company representative (rep) present and the hcp thought that the dye study possibly wasn't done correctly and wanted to see whether the contrast was going into the spine or whether the catheter was patent or not in 24 hours. The patient was told by an hcp that it was a pump failure and the neurosurgeon team came to schedule the patient for surgery on (B)(6) 2016, but the patient stated that she was on plavix which delayed the surgery for 10 days from (B)(6) 2016. The patient's hcp was aware of the issue and increased the pump dose by 30% (up to lioresal 260 mcg/ml and morphine "0.8 something") on (B)(6) 2016, but that didn't help. Additional information was received from an hcp on (B)(6) 2016. The hcp indicated that the patient had been reporting symptoms for the last two weeks, but her symptoms of increase in spasticity, numbness, and pain had been more acute since (B)(6) 2016 and the patient had been hospitalized since then. The pump was not alarming and the patient's managing hcp had been notified. The symptoms began in (B)(6) 2016. The hcp would like the pump interrogated. Additional information was received from the patient on (B)(6) 2016. The patient wanted to review possible adverse reaction to the catheter. She asked whether increased spasticity, hypotension, dizziness, itchy blotches, cramps, spasms, and difficulty breathing were common symptoms. She asked what symptoms she would experience if the medication was coming out outside of the spine. She reported that a rep did a catheter placement check and the patient requested to speak to the rep about the results. The patient stated that she had a prior study where the rep wasn't present and the hcp took out the medication and didn't put it back in, didn't check the catheter placement or do a computerized axial tomography (cat) scan. The patient stated that the hcp said it was a pump failure, but when the rep was at the study, she didn't say that there was pump problem, but patient didn't know what they found. She went into the hospital on (B)(6) 2016 and was discharged feeling, dizzy, nauseous, spastic, and couldn't walk. She went home and fell asleep and when she woke up she was "projectile vomiting." She reported that her blood pressure increased and she was admitted again on the night of (B)(6) 2016. She stated that her nose was stuffed up at the time of the report and she had increased spasticity and walked like a robot. Additional information was received from a consumer on (B)(6) 2016. The consumer stated that the patient experienced increased spasms and other side effects (feeling cold sensations of fluid flowing in her skin, chest being tight and inconsistent heart rhythm, and premature ventricular contractions (pvcs) that kept getting worse. On (B)(6) 2016, a dye study was done improperly by radiology who thought the pump malfunctioned and didn't put pump medication back in and the patient suffered withdrawals until the following week when it was corrected. The first dye study was reportedly inconclusive because of the radiologist's process. During the week after (B)(6) 2016, a rep was made aware of the first dye study that was done incorrectly and the rep helped correct the issue to address the patient's symptoms. The consumer stated that during the last week or two, the patient had the device tested with a dye study and one of the reps was there and it was a radiologist who did the test and didn't do the first dye test correctly. Non-pump reservoir medications include tegretol and hypertension diuretic medication. The patient started taking tegretol 3-4 days before the report to help with the spasms instead of increasing the pump medication. The patient was also taking a hypertension medication that's a diuretic, but had no issues with that and had been on it for years. The patient's issues started a few weeks previously. It was stated that the patient had been doing great for the last several months and went to visit family in (B)(6) 2016 and a week before she came back home in (B)(6) 2016, she had more spasms coming on, started aqua therapy in the same month and things kept getting worse and worse. The patient went back to the pump hcp and the pump was increased a couple of times in (B)(6) 2016, but those increases didn't do anything and then they decided to do more testing. The consumer wasn't sure what was tested (pump or catheter) when the rep assisted, but the pump medication was put back in. On that same day, the patient went to the nurse practitioner who manages the pump and double-checked the pump by bolusing the patient to make sure she got some medication in her spine. The consumer stated that he loved what the pump had done for the patient, but it could be a nightmare for the patient when there were issues. The patient reportedly had a normal electrocardiogram (EKG) and her lungs were computed tomography (CT)-scanned for embolisms and nothing showed up on that. The consumer stated that the radiologist determined the pump was malfunctioning with the first dye test and took the medication out where it goes in the chamber thinking the pump failed because he didn't see anything and thought because he didn't see anything it wasn't functioning, but this was incorrect. This consumer reported that when the pump was recently scanned, they saw the old catheter along with the new catheter and wondered if that could be a contributor. The consumer stated that the catheter wasn't in the intrathecal sac and when they did the replacement they also swapped out the pump on (B)(6) 2014 and left the old catheter in when the new catheter was implanted. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Device codes (B)(4) do not apply.

Event description:
Additional information was received from a company representative (rep). The rep stated that the patient was admitted for increased spasticity. Interventional radiology tried to do a dye study without contacting the rep. The radiologist took drug out of the pump and filled the pump with contrast and expected to see it come out of catheter. The rep was notified about this after it took place. They rescheduled a dye study which was attended by the rep. The dye study, when done correctly, was normal. There was no drug in reservoir to prime the tubing. The nurse practitioner filled it and primed it on the next day. The patient is back to baseline. Another supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.